Event description:
An alarm occurred on a pump during the loading process. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, attempted to load a new cartridge, but the alarm persisted. Consequently, technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to use an alternative insulin delivery method until the new pump arrived. The customer was also instructed on how to store the faulty pump and return it using a pre-paid label.